Event description:
On (B)(6) 2011, the patient contacted baxter (B)(4) technical service center and stated that he was experiencing physical deconditioning. Follow up information was received from the patient's peritoneal dialysis (pd) nurse on (B)(6) 2011. On an unknown date, the patient began dianeal-n pd2 1.5, dianeal-n pd2 2.5 and extraneal therapies on an unknown date, the patient experienced a break in aseptic technique. On unknown date, the patient was diagnosed with peritonitis. On an unknown date, peritonitis was resolving. Per the nurse, this event was not related to the pd therapies because the cause of this event was touching contamination due to break in aseptic technique. The pd therapies were ongoing. No further information was available

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.